Event description:
After abdominal-perineal resection with vaginectomy, electrosurgical unit pt return plate was removed. Rn noted dark, red-purple square shaped area, visible on pt's left upper thigh. Physician thought it was a burn. All products with this serial number pulled from svc. Co rep notified. A follow-up with the physician was done 6/7/96. The pt was treated with a topical ointment. Unit checked out by biomed engineer and found to be within specs.